Event description:
The patient's bed froze while the patient was in rotation mode at 15 degrees. The patient was a critically ill patient in ards that required rotation for her illness. We tried everything to fix the bed such as turning it off, unplugging it, pushing every button etc. Error code 4 and 13 appeared on the screen. We had to move the patient to a new bed with her at 15 degrees. This not only was potentially dangerous for the patient but it could have caused harm to our staff.